Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no root cause can be determined at this time. No lot/serial number or sample was returned by the customer. Information provided indicated a failure to follow the directions for use, unapproved viscoelastic discovisc was used. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. Additional information was requested on 06/17/2011 and 07/01/2011 by fax, mail and phone. A completed questionnaire was received on 07/08/2011. (B)(4).

Event description:
A surgeon reported that an intraocular lens (iol) was stuck in the injector during implant surgery. The lens advanced suddenly, shooting out and tearing the posterior capsule. A different model lens was implanted. Follow up information was received. The event continues; the patient has increased postoperative inflammation. An anterior vitrectomy was performed during the surgery, and postoperatively, the patient has had to use steroid drops more frequently. An unapproved viscoelastic was used during the procedure.